Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00117 and 3002806535-2011-00119. This report filed (B)(4), 2011.

Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2005. Pt underwent revision surgery on (B)(6), 2011 due to disease progression. No other info was received. No further complications have been reported.